Event description:
A hydra jag was used for a therapeutic ercp. There was smooth cannulation of the bile duct and no know cannulation of the pancreatic duct. The procedure lasted approximately twenty minutes. Pancreatitis developed sixteen hours after the procedure, the pt then developed a pancreatic phlegmon and was hospitalized for about six weeks. In addition, the physician on the case does not believe that the device malfunctioned but because the wire is a little stiff, the curve might not flatten out easily enough and is putting pressure on the pancreatic duct.